Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently blood loss was noted. The female ends of the tubing sets were connected to unspecified plumsets for delivery of either tpn or remicade. The secure lock male adapters on the distal ends of the tubing sets were connected to the patients' peripheral venous catheters. It was reported that after the deliveries were started, leaks were noted at the connections of the secure lock male adapters and the patients' catheters. Unspecified volumes of blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4): (B) (4).